Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap008, compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
The abscess drain was placed in the patient. After the procedure, it was observed that the drain had separated from the hub. The complaint device was removed and new device was opened and used to complete the procedure. A section of the device did not remain inside the patient's body.